Event description:
It was reported that the device had high rate pacing with periods of high outputs and battery drain seemed higher than expected. The patient was also noted to have received multiple shocks per year. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device battery has been depleting faster than the physician expected. The device remains still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(6) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 1 - ventricular nst=190 ms on (B)(6) 2011, 15:40:45. Sensing - interference/noise ventricular short interval count v-sic=235.8 counts avg/day, in 1.08 days, between (B)(6) 2012, 11:18:47 and (B)(6) 2012, 13:15:57. Battery voltage - pre/approaching eri weekly battery voltage trend data in save to disk file (B)(6) shows min bat=2.982 to 2.9 volts between (B)(6) 2011 and (B)(6) 2012 is before device rrt <= 2.6251 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.